Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a broken needle npe. Fluid did not come out during insulin priming. When the needle was removed, the needle npe was broken and stuck in the stopper (pen-side) .

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: one photo of an insulin pen with a broken piece of cannula attached in the septum along with one photo of a broken piece of cannula attached to a tweezers were returned from a unknown lot. No., cat. No. 320126. No DHR review can be carried out as lot number is unknown. Based on the photos returned and the fact no physical samples were returned no further investigation can not be carried out. H3 other text : see h10.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a broken needle npe. Fluid did not come out during insulin priming. When the needle was removed, the needle npe was broken and stuck in the stopper (pen-side) .